Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac arrest and expired that same day, which is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A f/u report will be submitted upon receipt of any additional info.